Manufacturer narrative:
Investigation results: the inner thread of the pedicle screw head is damaged. Investigation was carried out microscopically and visually. The result of visual inspection shows fractured and bent thread flanks in the pedicle screw head. The root cause of the problem is most probably usage related. The fractured and bent thread flanks in the pedicle screw head are a sure hint for a handling error. The set screw (sy001t or sy001ts) was not correct aligned with the thread of the pedicle screw head before screwing. That´s why the screw flanks collided what leads to high forces for the material. The manufacturing documents have been checked and found to be according to the specification valid during the time of production. There are no further complaints with this lot and this error pattern at hand. There is no CAPA necessary.

Event description:
It was reported that there was an issue with an ennovate polyaxial screw during surgery. The torque at the locking screw cracked differently than normal. The locking screw was fine, but the thread of the ennovate screw was deformed. So the screw had to be removed completely. The torque on the new screw was back to normal. There are no associated patient complications or adverse sequelae reported. The malfunction is filed under aag reference (B)(4).